Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 700cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade iii capsular contracture. The patient had slight pain in her left breast after continued taking antibiotics. The patient went in for a consultation, and the diagnosis was confirmed by a healthcare professional. Also, during the same consultation, a potential implant exchange surgery was discussed, and the patient was asked to continue taking antibiotics. As a result, the patient underwent removal and replacement with two 700cc mentor memorygel breast implant prostheses (catalog #:3505700bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On 17-apr-2020, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture was reported as 14-aug-2015. However, after the mre was performed, it was found that the actual device manufacture date is 5-aug-2015. The relevant field has been updated. Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).